Event description:
While a pt was receiving paclitaxel intravenously, they felt the following symptoms within 10 minutes: flushing and nausea. The infusion was stopped and 40 mg of solumedrol was administered intravenously. After the intervention, the pt was stable adn discharged. The length of the delay was 20 minutes.

Manufacturer narrative:
The original reporter stated they were two lots in question. The facility observed pt reactions while using walkmed infusion's products, but they could not definitively state which lots were associated with which pt reactions. The two lots in question are lot 1404065 and lot 1403061. Walkmed infusion received 5 samples from each lot and requested the MFR perform a bacterial endotoxin test. The test results were negative for both lots.